Event description:
It was reported a 6f angio-seal sts plus device was used to seal the femoral arteriotomy site post subclavian and renal percutaneous transluminal angioplasty (pta) procedure; hemostasis was achieved. A pre-deployment femoral angiogram was done prior to angio-seal deployment. During transfer to a stretcher, the pt complained of groin pain and a drop in blood pressure was observed. A pta was done to seal a leaking external iliac artery; three units of packed cells were given. The pt was reportedly recovering and was transferred to another hosp in the event surgery was necessary. Follow up info revealed surgery was not required. Attempts to obtain additional info were unsuccessful.